Manufacturer narrative:
A complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's translated medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a swollen and painful knee prior to revision. Upon entering the knee a citrine-colored intra-articular effusion was encountered with a synovium that appeared like grains of rice. The femoral component was removed without difficulty. Two significant cavities undertaking all external and lateral posterior condyles and all the internal posterior condyle containing gelatinous greenish and yellowish material and an unpleasant liquid evoking an infected appearance. The tibial plate was removed without difficulty and also contained a cavity with smelly gelatinout material. A cemented spacer was placed. The diagnosis was loosening of the femoral and tibial implants in the x-ray assessment. The patient was reimplanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liability claim: original implantation (B)(6) 2012. Patient had to have a revision of the prosthesis on (B)(6) 2016 due to an inflammatory reaction which was caused by metal particles of which it was believed that they came loose of the prosthesis.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states liability claim: original implantation (B)(6) 2012. Patient had to have a revision of the prosthesis on (B)(6) 2016 due to an inflammatory reaction which was caused by metal particles of which it was believed that they came loose of the prosthesis. A complaint database search did not identify any anomalies. A review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is (B)(4). The complaint was reopened as x-rays were received on cd. The x-rays were reviewed as (B)(4). No implant fracture or disassociation was noted the conclusion remains unchanged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.